Event description:
The patient reported that he had a lot of tremors that started on (B)(6) 2016. He had increased stimulation to a max on both a and b and would be in contact with his healthcare provider (hcp). The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.